Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation reported issue was unconfirmed for the reported self-activation. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121616 biopsy instrument allegedly experienced self-activation. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121616 monopty allegedly experienced self-activation. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.